Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The first xtw clip (30530r1116) was successfully implanted in a medial position, leaving only a residual jet lateral to the implanted clip. A second xt clip (30325r1085) was implanted lateral to the first clip, but slightly away, with complete resolution of the regurgitation. When the second clip was released, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third xtw clip (30607r1034) was implanted between the first and second clips previously implanted, to stabilize the xt clip and better control mitral regurgitation. The procedure ended with mr reduced to grade 1+. There were no patient consequences and no clinically significant delay. The patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.